Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple pump error. The customer¿s blood glucose level was 157 mg/dl at the time of the incident. Customer was assisted with self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. No unexpected software error alarm during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm alarms due to a software error. Hardware low level failures error alarmed during self test and was confirmed in device history file due to cold solder joint at keypad assembly.